Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The customer reported complaint was verified. Visual inspection and functional testing performed. Functional testing showed the over temp alarm was active which causes the circulation to stop. The printer circuit board was found damaged. The probable cause is due to the potentiometer for setting the over temp alarm is damaged.

Event description:
It was reported that the device showed a green light for temperature readings when it was turned on. Besides, there was no water circulating from the water reservoir through the fluid warming set. When the temperature went over 42 degrees, the alarm went off.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.